Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video bronchoscope eb-1570k. In the event reported, it was found that the primary operation channel was blocked. The anomaly was detected in the workshop during inspection. No adverse event was reported with this complaint. The device was evaluated at pentax medical service facility on service order (B)(4) where the blockage was found. Leak at side body cover failed dry leak test side body cover crack customer complaint not stated failed wet leak test horizontal lines in image primary operation channel blocked primary channel resistance at tip of connecting pipe hole in # 2 remote control button cover he device was repaired where all defects was remediated and returned to pentax inventory. Parts replaced: body cover lg insertion/s-nipple attaching screw o-ring(1.25x3.5) suction connection tube o-ring(1.2x3.5) bending rubber distal end assy with tube r.c. Button(2) pb-free. No additional information was provided.